Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug eluting stent implanted to the mid lad. Approximately 6 weeks post index procedure, the patient was rehospitalized and re-ptca was performed due to thrombus. Ballooning was performed successfully. It is also reported that on the same day, a myocardial infarction (mi) occurred. It is reported that the mi was unrelated to the target vessel. The investigator indicated that the reported events were unlikely related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent thrombosis/myocardial infarction).